Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was non-functional. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The field service engineer (fse) observed the device issue at the customer site. The fse replaced the switch printed circuit board assembly (pcba) to resolve the issue. Following the part replacement, the fse completed a full performance verification test (pvt), and the device passed all of the control tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.